Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that the device was explanted and returned for analysis.

Event description:
Additional information indicated that the patient's symptoms were unrelated to the device.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beep tones. The patient indicated that they had not been feeling well. The patient was instructed to contact their physician regarding this. It was reported that the device had triggered elective replacement indicator (eri). The field representative indicated that the device lasted only 3.5 years. Technical services (ts) inquired if there were any allegations against premature battery depletion and the field representative indicated no, no premature battery depletion allegations have been reported. No adverse patient effects were reported.